Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with blank display screen. The blood glucose was unknown at the time of the incident. Customer changed the batteries 3 different times, did get replace insert battery alarm before but not now also got low battery but nothing now. The troubleshooting steps were assisted for blank display screen. Customer reported that, the display is blank. Customer stated that, the display was not blank less than 30 seconds. Customer stated that, the display is blank currently. Insert battery alarm did not display on the pump screen. Customer advised to replace and discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.